Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B3 replaced b5 h10 h6 remove 2885 b3 replaced b5 h10 h6 remove 2885

Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to blood glucose. The customer continued to use the pump for insulin therapy.